Event description:
It was reported that the patient experienced hypoglycemia of unclear cause and contacted support, received troubleshooting and education, and was transferred to the clinical management team; no device alerts or alarms were reported, and the patient treated the event with oral glucose. Symptoms included low blood glucose. Outcomes included need for user intervention with oral carbohydrate treatment. Investigation included review of the event details and provision of additional user training. Investigation of this case revealed no device malfunction identified and no alarm activity, consistent with user-managed hypoglycemia without identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.